Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not clean their hands. The patient was hospitalized for the event and treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip cefepime (dose and frequency not reported). At the time of this report, the patient had recovered from the peritonitis. Dianeal therapy had been discontinued and hemodialysis was initiated. No additional information is available.